Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A caution indicating air was detected in the dialysate fluid line occurred during a routine hemodialysis treatment. The operator inadvertently started treatment without connecting the therapy fluid line as required, allowing air to enter the cartridge. Rinseback was not performed resulting in an estimated blood lost of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator did not make the correct connections for treatment, allowing air to enter the circuit. The cycler alarmed appropriately. The user's guide provides adequate instructions for performing alarm recovery and rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review pt connections and rinseback procedures with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.